Manufacturer narrative:
H6 evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. There was a faulty speaker on the printed circuit board (pcb). The pcb was replaced, and the device passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the alarm speaker is not working. There was no patient involvement.